Event description:
The device was used during a hysterectomy procedure. Reportedly, the cable broke and the instrument was difficult to open. The surgeon was able to manually open the device without any patient injury.